Event description:
T was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter experienced adverse event without identified problem. Surgery was performed and crex given. The following information was provided by the initial reporter, translated from french to english: circumstances and description catheter inserted on 26/4 at 3 pm with paedaven at 4 ml/h, peripheral venous line well monitored and at 5 pm without pump alarm or diffusion, appearance of a large brownish spot slightly above the catheter entrance. Clinical consequences 3cm x 3cm skin necrosis requiring surgical advice and appropriate care treatment conservatory measures crex performed on 20/6 the service did not keep the device.

Manufacturer narrative:
D.4. Medical device lot #: lot was reported; however, this is not a lot # 2018464 manufactured for the reported catalog #. D.4 device expiration date: unknown. H.6 investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed, and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H.4. Device manufacture date: unknown h3 other text : see h.10.